Event description:
It was reported that there was an anchor issue involving insertion retention and lead migration. It was reported that impedance testing and x-rays were performed and reprogramming was done. It was stated that a routine x-ray done at the 2 week post-operative appointment showed ¿significant¿ migration of the lead. It was stated that the lead appeared to have ¿bunched up¿ distal to the anchor. It was noted that the anchor appeared to have remained in place. It was stated that the patient was alive with no injury. It was reported that the right lead gave bilateral coverage so the patient¿s stimulation coverage was adequate at this time. It was further reported that the cause of the migration was unknown. It was stated that no interventions were needed so none were planned at this time. It was stated that the patient was receiving effective therapy. It was further reported that the patient had ¿recharged everything and put new batteries in¿ and could not get it to work. The patient stated the programmer was not working and she was not getting stimulation. It was reported that the patient was getting the ¿battery sign.¿ the patient stated that she had the stimulation on low at night and usually in the am it ¿went¿ but it didn¿t today. The patient clarified that when she changed body positions she got a rapid change in her stimulation sensation and that was how she knew the implantable neurostimulator (ins) was on. The patient stated she left the ins on all night the night before last but last night had it on low. This morning she did not experience the rapid stimulation change sensation when changing body positions, felt no stimulation, and the ins battery was blank on the insr screen, so she knew she needed to charge her ins. The patient noted that she wasn¿t sure how long it held a charge. It was stated that the patient was getting poor communication with the programmer and had 0 boxes. It was stated that using the antenna locate (al) feature patient was able to get 8 full boxes. It was noted that the patient had an appointment in 1.5 hours but would charge until she left again when she got home. It was later reported that the patient called to ask how to turn stimulation off, and stated that she thought she had turned it off last night but had still felt stimulation in her leg. It was stated that she did not check for the lightning bolt to confirm last night. It was stated that the stimulation lessened but did not go off. The patient noted that she wanted to turn I t off because she was charging every two days and thought she may have drained the battery in the ins because she was ¿playing with it¿ when she first got it. The patient reported she was feeling stimulation in one leg but not the other and wanted to know how to move it over. It was noted by the manufacturer¿s representative that he had last seen the patient on september 3 and at that time the patient demonstrated the ability to use the programmer and recharger. It was stated that the patient had not contacted the manufacturer¿s representative since then and the next appointment was scheduled for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n477019, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).